Event description:
An endeavor sprint rx drug-eluting stent, length 24mm, diameter 2.75 mm, was intended to treat a lesion in a severely calcified and stenosed lad in a pt. It was reported that the stent struts were disrupted during attempted stent placement and the device was withdrawn from the pt. Another endeavor of the same size was used to treat the lesion. No pt injury occurred and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Results: (failure to deliver stent, stent deformation), (severely calcified, stenosed vessel). Conclusions: (severely calcified, stenosed vessel). Eval summary: the device was received for eval by medtronic. A number of struts on the 6th and 8th distal stent segments were partially misaligned. A number of struts on the 7th distal segment were slightly raised and pulled proximally over the 8th segment. The 1st proximal segment appeared to be partially overlapping the proximal inner shaft marker. The inner shaft was bunched immediately distal to the attach tip bond and the distal tip was flared. Cd review: review of the images confirmed the presence of diffuse calcified disease in the lad and the diagonal vessel. There were no images of the failed delivery of the endeavor sprint device. The images showed that numerous pre-dilations were completed prior to the successful deployment of two stents, one in the distal lad and one in the proximal lad. Good flow was restored in the vessel.